Event description:
Information received indicates the brakes will not hold.

Manufacturer narrative:
The technician replaced the brake and brake/steer casters and adjusted the brake to repair the bed.